Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic colectomy. According to the reporter: the handle could be fully squeezed, but the staples got into the slit of the cartridge, so the device was stuck on the tissue. Oozing occurred. Eventually, it could be removed. It took more than 30 minutes to remove the device. The patient was not injured.